Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an unknown product performance anomaly. Additional information from the field indicated that this ra lead exhibited noise. This lead was explanted. No additional adverse patient effects were reported.